Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the motor of the collimator was adjusted and the spindle oiled to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the pendant displayed a collimator initialization error message. Rebooting the imaging system did not restore functionality. There was no patient present when this issue was identified.